Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported two sharps coll slide close 9gal red were damaged and missing lids. The following information was provided by the initial reporter: "we received the sharps containers... 2 were broken and they didn't have the lids with them."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-10-27. H6: investigation summary: a sample was received and there were no lids included with the customer's complaint. This verified the customer's stated issues. The information was then forwarded to the supplier for this issue and the sample was also sent. It can be concluded that there are too many variables that could have generated this failure mode due to the way the distributor handles product as they do partial sells. Also, the controls to handle remaining material is unknown. A DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. However, a review of the ncmr¿s was performed; the result showed there were no issues reported for (damage bases or missing lids) for the same part number (305616) throughout the previous twelve months.

Event description:
It was reported two sharps coll slide close 9gal red were damaged and missing lids. The following information was provided by the initial reporter: "we received the sharps containers... 2 were broken and they didn't have the lids with them."